Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 37754, serial# (B)(4). Product type: recharger, product ID: 37744, serial# (B)(4). Product type: programmer, patient product ID: (B)(6), lot# n318299, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported the patient experienced intermittent shocking or quick jolting. This occurred even when the patient was sitting for a long time or not moving at all. When the patient applied lotion over the implantable neurostimulator site, a tingling sensation was felt in her rib cage. There was no known accident or incident related to this event. The symptoms had occurred for the past two weeks. Impedance measurements were normal. It was not known if palpating caused stimulation changes. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.